Event description:
Physician reported a pt injected in the cheeks developed intense pain several hours after the procedure. Several days later, an area of necrosis appeared.

Manufacturer narrative:
Physician prescribed keflex and valtrex for the pt and feels a vascular incident may have occurred causing pressure on a vessel creating an area of necrosis. Follow-up with physician reported the patient's symptoms are resolving.